Manufacturer narrative:
The customer reported problem was confirmed. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
(B)(4). Tech called in for help on 8110 unit failure device type: failure problem type: failure mode: case resolution: tech called 8110 unit keeps saying calibrate unit even after they has re-calibrate unit and at one point he said they replace the pressure disc. On unit and from that the calibrate went through again and unit was place back on the floor no sure how after being back o floor but the message came back saying unit nee calibrate, unit will have to come in for services repair. Confirm level one quote tech said he will set it up online to get unit in for repair. Tech thank me for my assist.